Event description:
It was reported that the patient experienced an inadequate stimulation despite a reprogramming attempt. It was also noted that patient ipg migrated. The implantable pulse generator (ipg) had migrated and was painful. All components were explanted. The explanted devices were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 34955946 UDI: (B)(4).